Manufacturer narrative:
Device still implanted.

Event description:
Roi-c : break of anchoring post-op. No patient issue or symptoms. Already 3 requests for additional information without answer for the moment.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report ; PMA/510k ; if follow-up, what type; device evaluated by MFR were updated. The review of the device history records was impossible because of the lack of information provided . From the information provided, the surgeon is a loyal user of the brand, he had a breakage of the roi-c cage about 6-8 post-op. He used to use the peek devices but switched recently to the titanium coated devices. The surgeon uses the right size of implant. No patient symptoms or issues. Severals attempts were made to collect information on this event . No information provided. Based on the lack of provided information , the exact root cause of breakage remain undetermined. If additional information was received that allow to draw a conclusion for this case.

Event description:
Roi-c : break of anchoring post-op. No patient impact or revision surgery scheduled . Several attempts were made no additional information received.